Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device alarmed intermittent failed battery test due to faulty battery tube. There was no cosmetic damage present on the insulin pump. (B)(4).

Event description:
Customer reported via phone call failed battery test. Customer replaced the insulin pump with a new battery and received the alarm. Troubleshooting for the failed battery test was performed. Customer advised the battery cap compartment is corroded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.